Event description:
Customer stated the had been in and out of the hospital. They had a lab comparision performed and the device read 243mg/dl and the lab result was 170mg/dl. The hospital device also read 170mg/dl. Customer had taken insulin based on the hospital result. Unknown if controls were in range. A request was made for the return of the suspect device and replacement product was sent.